Event description:
Irn#:070_3-22_749. The surgeon reported that there were severe complications after a biopsy case. While the biopsy they did not recognize any issues or abnormalities. Negative effect explanation: massive bleeding into the tumor tissue with reduction of the vigilance. Furthermore, they expect other deficits.

Manufacturer narrative:
Event took place in (B)(6) and has been reported by worldwide exclusive distribution partner (B)(4). Based on the information available, the risk assessment as well as clinical assessment this file is considered as closed.